Event description:
It was reported that an ilet device became unresponsive at the ¿yes to drops" screen during training, and the user was provided a spare ilet to continue therapy while the original unit was replaced. Symptoms included no clinical effects or adverse physiological symptoms. Outcomes included no alerts or alarms and uninterrupted therapy using a replacement device. Investigation included internal review of the reported screen behavior and device performance. Investigation of this case revealed a suspected device display or user interface malfunction consistent with an unresponsive screen, with no additional component failures identified. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the user interface.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.